Event description:
The surgeon observed a torn capsule upon lens delivery. The lens was removed, and a weck cell vitrectomy was performed. As of 3-weeks postoperative, the patient's best-corrected visual acuity is 20/20. Per the surgeon, the patient is released and no follow-up exam is scheduled, and surgeon stated that cause of event is unknown.